Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 5076-52 lead, implanted 2006-(B)(6), 419688 lead, implanted 2013-(B)(6), (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet the longevity expectation. The device remains in use. It was also reported that there was elevated thresholds in all chambers. The right ventricular (rv) lead was observed with a warning for high svc coil impedance and measured low pacing impedance. It was further reported that the left ventricular (lv) lead had low pacing impedance. The rv lead, ra lead, and lv lead remain in use. No patient complications have been reported as a result of this event.